Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pelvic pain. A hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information has been requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vulvovaginal dryness ("vaginal dryness"), bladder discomfort ("bladder pressure"), tremor ("tremors"), speech disorder ("speech problems"), visual impairment ("vision problems"), tinnitus ("tinnitus") and depression ("depression"). Hysterectomy was scheduled for (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal dryness, bladder discomfort, tremor, speech disorder, visual impairment, tinnitus and depression outcome was unknown. The reporter provided no causality assessment for pelvic pain, vulvovaginal dryness, bladder discomfort, tremor, speech disorder, visual impairment, tinnitus and depression with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pelvic pain. A hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. A product technical analysis is expected, and further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), bladder discomfort ("bladder pressure"), tremor ("tremors"), speech disorder ("speech problems"), visual impairment ("vision problems"), tinnitus ("tinnitus") and depression ("depression"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, vulvovaginal dryness, bladder discomfort, tremor, speech disorder, visual impairment, tinnitus and depression outcome was unknown. The reporter provided no causality assessment for bladder discomfort, depression, pelvic pain, speech disorder, tinnitus, tremor, visual impairment and vulvovaginal dryness with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no med drallt can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2017: despite multiple follow-up attempts no answer received./ nca number received ((B)(4)) / final report. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pelvic pain. A hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Despite multiple follow-up attempts, no further information could be obtained.